Event description:
It was reported that the ventricular fibrillation (vf) was observed and was terminated by an appropriate shock. The following day, the patient had another vf episode however no therapy was delivered. No further information is available.